Event description:
A patient got up from the bed and moved to sit in a chair. As soon as the patient sat down in the chair, the side of the chair gave way. The chair shifted to the left, which caused the patient to be jolted to the right. The patient did not land on the floor, but remained in the tilted chair. The chair was a new chair that had been placed in the room only a few days prior to this occurrence.